Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the drip chamber of a flo-gard administration set had brown markings. This was found during priming with normal saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection noted a brown spot on the chamber of the set. The chamber was returned to the supplier for further analysis. The supplier confirmed that the brown spot is embedded, degraded material which occurred during the molding process of the chamber. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.